Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported "some part of the led for pr was flickering." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. When powered on, it was observed that some of the pulse rate leds were blinking. The ui board was removed for additional testing. During this testing the d2 led voltage was measured at 0.4 vdc indicating an led failure. No other components on the board were determined to be malfunctioning. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.